Event description:
Litigation papers recieved.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 3 may 2018 asr litigation received. In addition to what was previously reported, litigation alleges injury and elevated metal ions. The patient harm is updated. Doi: (B)(6) 2008 : dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (patient).

Event description:
(B)(4) is a reopen of wpc (B)(4) due to receipt of the following information: update may 1, 2018: asr litigation records received. Litigation alleges pain, stiffness, emotional distress, discomfort, and weakness, limited mobility and physical activities. Patient suffers from anxiety about the recalled hip implant, the toxicity of the metal in the body, and the consequent need for medical monitoring.